Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an employee was splashed in the left eye while handling a chemotherapy bag that had been primed in the pharmacy and was reportedly leaking at the drip chamber. The employee required unspecified medical treatment.